Manufacturer narrative:
Device evaluation: one 8mm anchor was received for evaluation. The device is deformed and missing some material, confirming the complaint. It was noted in the complaint description that the device was used in a rotator cuff repair with biceps tenodesis. The device was used off-label. Per the instructions for use, ¿the biosure ha interference screw is indicated for fixation of bone-tendon-bone or soft tissue grafts during anterior/posterior cruciate ligament (acl/pcl) reconstruction procedures.¿ a review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted. (B)(4).

Event description:
During a rotator cuff repair using the biosure ha, 7mm x 20mm ((B)(4)), it was reported that the screw had threads stripping and detaching during implantation. There was a reported 10 minute procedural delay. The 7mm was attempted first and the threads were breaking off in the joint. The surgeon then decided to go up a size with the biosure ha, 8mm x 20mm and again there was stripping. The pieces were removed. The case was eventually completed with another 8mm. The patient¿s bone quality was normal. The site was tapped and drilled first for the size seven and then for the eight after the switch to a size up. The account does not believe any holes were left empty without product. There were no reported patient injuries or complications.

Manufacturer narrative:
The device was marked as available for evaluation; although anticipated, the device has not yet been received. (B)(4).